Manufacturer narrative:
The device was returned and evaluated by welch allyn product service. Testing by product service has determined that the propaq device meets specifications and no failure was found. The device functioned as intended. The device was returned to customer. No further investigation will be conducted.

Manufacturer narrative:
This complaint has been determined to be reportable in an abundance of caution. No additional information to clarify the allegation of an inaccurate arterial line blood pressure measurement could be obtained at this time. Testing by welch allyn product service has determined that the propaq device meets specifications, however, the transducer cable is also supplied by welch allyn and cannot be assessed with a simulator. As the transducer cable cannot be assessed to rule out a malfunction, this complaint is being reported in an abundance of caution.

Event description:
The customer stated that the propaq cs device was giving inaccurate invasive blood pressure readings.